Event description:
The evis exera ii duodenovideoscope was returned for annual inspection. During routine inspection of the device by olympus, foreign material was found in the distal end; this has been attributed to insufficient cleaning. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for annual inspection, and foreign material was found in the distal end; this has been attributed to insufficient cleaning. Additionally, the air/water cylinder and suction cylinder were both found to be discolored, the forceps elevator was corroded, and angulation was out of standard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown if reprocessing deviation occurred. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection - inspection of the endoscope - inspection of the endoscope olympus will continue to monitor field performance for this device.